Event description:
It was reported that during set-up/ inspection for use, the subject generator device kept restarting after powering on (e433). There was no report of injury or harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the error e433 malfunction: the high-voltage plate was defective. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.